Event description:
Device evaluation: received for evaluation was one la6ebu35 launcher guide catheter with original packaging with the lot number matching the reported complaint. The guide is flattened 19.5cm from the strain relief. The tip of the guide appears out of shape. The inner curve side of the tip appears pointy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Result, conclusion: damage to tip occurred during the procedure. (B)(4).

Event description:
It was reported that while using a launcher la6ebu35, the distal tip of the guide catheter appears to have been mis-shaped leaving a sharp edge. The device was inspected prior to use with no abnormalities noted. It was confirmed that resistance was encountered when advancing the gc in the patient, leading to significant spasm and perforation of radial artery. All standard care and attention was applied when handling this product, and the staff using were experienced operators. The dissection was treated with a balloon to treat the affected radial artery. Patient returned post procedure and reported to be fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.